Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal device was returned to terumo medical corporation. The returned sample includes the carrier tube, the hemostasis sheath and the tamper tube separate from the rest of the device. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device was found to have been fully deployed and cut. No abnormalities are present on the device. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an unknown issue with and angio-seal device. Additional information was received on 29jan2025: the procedure was a pelvic venogram. There was no injury however, manual compression was used. The estimated blood loss was less than 250cc.